Event description:
The customer reported the ventilator would not function on backup battery, and reported a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence during operation, and a subsequent vent inop occurrence upon start up. The ventilator was not in use, therefore there was no patient harm or involvement. The distributor replaced the power supply as a result of the finding.

Manufacturer narrative:
Distributor does not return parts due to custom costs. Power supply. Account does not return parts.